Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a routine implant procedure, the implantable cardiac monitor (icm) exhibited excessive noise. The icm was placed in multiple positions and continued to exhibit noise and low signal. The device was not implanted. The patient remained in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.